Event description:
On (B)(6) 2019 at 1800, device was given to sterile field, device noted to have already been deployed. This was noted before stent device was placed into patient. Deployed/ defective stent was removed from sterile field and a replacement was provided. Device ¿wasted¿ in surginet. Device will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.